Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic), rv (right ventricular) oversensing, and unexpected delivery of a ventricular tachyarrthymia therapy. Analyst commented, 3 inappropriate shocks delivered due to t-wave oversensing, 9917 lifetime ventricular sic. T-wave oversensing identified in episodes 10 - 21 leading to inappropriate shock in episodes 12, 19, and 21. (B)().

Event description:
It was reported that during use of right ventricular (rv) lead inappropriate therapy was administered due to t-wave oversensing (twos) and short interval counts (sic). The rv was inactived, remains implanted-out of service, and replaced with a different lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.